Manufacturer narrative:
(B)(4). The customer staff forcibly shut down the ventilator. The unit was then powered on and an attempt to duplicate the reported malfunction was made by continuous pressing the on/off button. They could only duplicate the malfunction. The covidien service engineer (se) recommended replacing the single board computer (sbc) to resolve the issue. The repair will be performed by the customer.

Event description:
It was reported that, after powering on a ventilator, the screen froze. There was no patient involvement.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned the single board computer (sbc) printed circuit board (pcb). The service engineer evaluated the pcb and could not duplicate the reported event. The pcb was placed into a test fixture, it was power cycled multiple times, the device passed the power on self test (post) each time and did not freeze. The reported event could not be duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.